Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the prograsp forceps instrument moved unintuitively, upon inspection, it was noticed that one of the small cables was damaged. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument's distal pulleys exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.